Event description:
Bleeding noted from port of rsc were venous tubing connects at the blue seam of the catheter away from the insertion site. Patient lost one unit of blood and become hypotensive. Pre-dialysis hct 34, post 29 requiring unit of prbc's. Manufacturer representative took device from dialysis unit, presumbly to notify compnay for follow-up.device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.